Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize the door is open, also doesn't recognize the keyhole has a slide clamp, or tubing is loaded. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "device does not recognize the door is open" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed lower hook switch. The lower auxiliary required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.